Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that on (B)(6) 2018 the patient was hospitalized for an infection/inflammation in the pocket of the right ventricle (rv) lead. The patient was treated with antibiotics device reburial. Device remains in service.